Event description:
It was reported that pericardial effusion (pe) and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed using intracardiac echocardiogram (ice) imaging and no pe was noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using a non-boston scientific (bsc) mechanical transseptal system. A non-boston scientific (bsc) stiff guidewire was advanced into the la and into the pulmonary vein. A watchman fxd double curve access system (was) was inserted and advanced into the left atrium (la), but not into the laa. A non-bsc pigtail catheter was inserted into the laa and performed a contrast injection. The physicians noted the non-bsc pigtail appeared to be deeper than what would be expected within the laa. A pe was visualized on ice imaging near the laa, and a cardiac perforation was seen on fluoroscopy. Despite the pe, a 31mm watchman flx delivery system and closure device (wds) was inserted, deployed and subsequently implanted. The pe was no longer noted via fluoroscopy post closure device implantation. Ice imaging continued to monitor the pe for an additional 20 minutes, and the pe subsided and lessened. No intervention or further steps were taken. The procedure was concluded. The patient was sent to the post anesthesia recovery unit (pacu) and was discharged the following day as planned. The physicians noted the pe was not caused by the was or wds as it was noted prior to either device being advanced into the laa, and the medical team stated the event was more than likely caused from the stiff non-bsc guidewire possibly unintentionally entering the laa while attempting to secure pulmonary vein access.

Manufacturer narrative:
B5: information added. H6 patient codes added: cardiac tamponade and hemorrhage/blood loss/bleeding. H6 impact code added: additional device required.

Event description:
It was reported that pericardial effusion (pe) and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed using intracardiac echocardiogram (ice) imaging and no pe was noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using a non-boston scientific (bsc) mechanical transseptal system. A non-boston scientific (bsc) stiff guidewire was advanced into the la and into the pulmonary vein. A watchman fxd double curve access system (was) was inserted and advanced into the left atrium (la), but not into the laa. A non-bsc pigtail catheter was inserted into the laa and performed a contrast injection. The physicians noted the non-bsc pigtail appeared to be deeper than what would be expected within the laa. A pe was visualized on ice imaging near the laa, and a cardiac perforation was seen on fluoroscopy. Despite the pe, a 31mm watchman flx delivery system and closure device (wds) was inserted, deployed and subsequently implanted. The pe was no longer noted via fluoroscopy post closure device implantation. Ice imaging continued to monitor the pe for an additional 20 minutes, and the pe subsided and lessened. No intervention or further steps were taken. The procedure was concluded. The patient was sent to the post anesthesia recovery unit (pacu) and was discharged the following day as planned. The physicians noted the pe was not caused by the was or wds as it was noted prior to either device being advanced into the laa, and the medical team stated the event was more than likely caused from the stiff non-bsc guidewire possibly unintentionally entering the laa while attempting to secure pulmonary vein access. It was further reported the patient experienced tamponade which required percutaneous drainage and also procedure related bleeding during the event.